Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit batteries will not charge and the hinges on the display are broken. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunctions. The fse replaced the display covers and the power management board. The fse performed all functional and safety tests to factory specifications. The iabp was for cleared for clinical use. The failure analysis and testing dept. Received part pcb, power management,rohs with a reported unit failure of alarming when powered on. The failure analysis and testing dept. Performed a visual inspection and found component q27 shorted. Based on past experience, when q27 shorts, the batteries will not charge. Due to this damage and the risk it poses, this part cannot be investigated any further by the failure analysis and testing dept. Retaining the board in the failure analysis and testing dept. Per procedure.